Event description:
It was reported that during use it was difficult to disengage the phaseal injector from the connector, then removed the connector from the pump, and there was a leak with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: it was reported that the inject would not properly disengage from the connector. Additional information:: nurse described a situation last winter where she was unable to properly disengage the bd phaseal injector form the bd phaseal connector. The result she removed the bd phaseal connector from the pt cadd pump. Removal with he bd connector/injector unit attached eliminated the safety feature of l a leak-proof membrane. Rn was exposed to the recent 5fu hazardous drug infused. Rn was wearing ppe and disposed of the injector /connector unit in a hazardous drug disposal kit.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history was performed and found no no-conformances related to the reported issue during production of batch1811111. Five retained samples of the same lot were used for additional evaluation. Samples were visually inspected with no defects identified. Functional testing was performed, connecting the injectors to connector and engaging/disengaging ten times. In all cases no issues were observed and the product functioned as intended. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was difficult to disengage the phaseal injector from the connector, then removed the connector from the pump, and there was a leak with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: it was reported that the inject would not properly disengage from the connector. Additional information: nurse described a situation last winter where she was unable to properly disengage the bd phaseal injector form the bd phaseal connector. The result she removed the bd phaseal connector from the pt cadd pump. Removal with he bd connector/injector unit attached eliminated the safety feature of l a leak-proof membrane. Rn was exposed to the recent 5fu hazardous drug infused. Rn was wearing ppe and disposed of the injector /connector unit in a hazardous drug disposal kit.